Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of op notes. Operative notes were provided and reviewed by a healthcare professional. Patient underwent a rtha on (B)(6) 2009 due to hip dysplasia and osteochondroma; no intraoperative complications were noted. Patient was revised on (B)(6) 2020 due to altr, scar tissue, pseudocapsule, bone remodeling, and in-vivo corrosion. There was scarring down of the gluteus maximus fascia to the underlying bursa and gluteus medius tendon. There was a moderate amount of slightly turbid fluid in the joint space posterior to the hip communicating with the trochanteric bursa space and there was open communication distal to the external rotators. There was a dense amount of yellowish tissue filling the hip joint space and the deepest part of this was avascular. The tissue was sent as a pseudocapsule specimen to evaluate for possible alval. There was small areas of black corrosive change on the trunnion. There was an exuberant amount of bone growth laterally and anteriorly relative to the acetabular component and a trial reduction was done with a 6mm trial head and there was immediate impingement and instability. Excessive bone was removed and the impingement was dramatically decompressed. Prominent bone was also removed from the greater trochanter anteriorly. Head was explanted and replaced with a dual mobility bearing and modular head component. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: cat# 15-106048 m2a-38 cup non flared sz 48mm lot#773420; cat# 12-103206 taperloc por red/dist 12.5x145 lot#328510. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00401, 0001825034 - 2021 - 00403.

Event description:
It was reported the patient underwent a right hip revision approximately 11 years post implantation due to adverse location tissue reaction (altr), scar tissue, pseudocapsule, bone remodeling, and in-vivo corrosion. Patient's operative records indicated that there was scarring down of the gluteus maximus fascia to the underlying bursa and gluteus medius tendon. There was a moderate amount of slightly turbid fluid in the joint space posterior to the hip communicating with the trochanteric bursa space and there was open communication distal to the external rotators. There was a dense amount of yellowish tissue filling the hip joint space and the deepest part of this was avascular. There was small areas of black corrosive change on the trunnion. One could see the oxidation changes in the inner aspect of the head. There was an exuberant amount of bone growth laterally and anteriorly relative to the acetabular component and a trial reduction was done with a 6mm trial head and there was immediate impingement and instability. Excessive bone was removed and the impingement was dramatically decompressed. Prominent bone was also removed from the greater trochanter anteriorly.